Event description:
It was reported that 2 weeks prior to this report the patient¿s tremor had gotten worse. The healthcare professional had attempted to interrogate the device with the clinician programmer about 10 times and she had tried another clinical programmer and it continued to show no communication. Patient last charged about 2 or more weeks ago prior to this report. There was a reposition antenna screen when the office recharger was used and the patient programmer showed poor communication. It was later reported an antenna locate feature was used to recover battery since the patient indicated she had stimulation about 3 weeks prior to this report. There were telemetry issues. It was noted that when the battery was charged to 25% a power on reset (por), 0x8, was cleared with the clinician programmer. Hidden stats indicated that the patient had not charged since (B)(6) 2013. Patient noted that it had been a while since she had lost stimulation. Additional information received reported the cause of the event was over-discharge. It was noted that impedances had not been checked but were checked on (B)(6) 2014 and were within normal limit. The issue was the patient was not charging. No surgical intervention had occurred. Signs and symptoms associated with the event was the tremor got worse. Patient had not required hospitalization. There was no patient injury. Patient was not charging on a regular basis which had caused the over-discharge. The system had shown no charging from (B)(6) 2013 to (B)(6) 2014. Patient had gone into the clinic on (B)(6) 2014 with 50% charge and the system was working properly.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v280392, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).